Event description:
Customer's mother reported customer has air bubbles in his reservoir. Customer's blood glucose is 329 mg/dl. He treated with the device. The air bubbles are very small. Customer stated he did not rewind his insulin pump with a reservoir in place. Customer was assisted with priming the air bubbles out. He was advised of proper insulin storing methods. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).